Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery. A 3.50x20mm promus element drug-eluting stent was advanced to the lesion. However, it was noted that the stent dislodged unexpectedly. The physician attempted to remove the dislodged stent but only part of the device was removed. A new stent was implanted and attached the remaining dislodged stent into the vessel and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from: 18662811 to: 18574076. Device expiration date corrected from: 05/14/2017 to 04/17/2017. Device manufactured date corrected from: 12/02/2015 to: 11/12/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the distal to center of the stent that were stretched and bent. The distal half of the stent stretched distally over the markerband however the proximal side was still securely crimped, therefore no stent dislodgement or breakage occurred as reported by the complainant. The undamaged portion of the stent was measured and was within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery. A 3.50x20mm promus element drug-eluting stent was advanced to the lesion. However, it was noted that the stent dislodged unexpectedly. The physician attempted to remove the dislodged stent but only part of the device was removed. A new stent was implanted and attached the remaining dislodged stent into the vessel and the procedure was completed. No patient complications were reported and the patient's status was stable.